Event description:
It was reported that during routine reprocessing of the reusable fiber, the tech noticed laser burns and black spots on the fiber. A second fiber was used to complete the procedure with no patient complications. Analysis of the returned device identified a fiber connector fracture.

Manufacturer narrative:
Upon receipt of this fiber at our quality assurance laboratory, this device was thoroughly analyzed. Analysis of the returned fiber identified that light was not exiting the connector face which is indicative of an internal connector fracture. A fracture in the connector can occur during procedural handling of the fiber during setup, use, or reprocessing. The fiber connector may develop a microfracture that with use or handling can become larger resulting in an insufficient aiming beam and low laser energy output, up to a complete inability for the fiber to fire. This internal connector fracture likely caused the connector to overheat leading to burn mark on the connector face. The IFU states: inspect the fiber for kinks, punctures, fractures, or other damage. If the fiber appears damaged, do not use the fiber; return it to the supplier for replacement. Based on the information available, a conclusion code of cause traced to component failure was assigned to this investigation.